Manufacturer narrative:
No sample collection or preparation information was supplied. Customer indicated that all maintenance was up to date. Review of the supplied calibration and quality control (qc) showed that the recovery was within the laboratory's established ranges prior to and after the erratic results were generated. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned the ionized selective electrode (ise), replaced the pinch valve tubing, the ise reference valve, and the ise tube set. The system was then primed and recalibrated yielding within passing range. Qc was performed and results were acceptable and within facility established reference ranges. System performance was verified to meet specifications. System validation documented in the customer qc record. Failure mode: multiple parts replaced, no isolated part failure noted.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erratic ionized selective electrode (ise) results generated on the olympus au640 clinical chemistry analyzer ((B)(4) with ise) for approximately seven (7) patients. The customer reported that the instrument generated both high and low erroneous ise results. The seven (7) patient samples were re-run on an alternate au instrument and those results were reported. No erroneous results were reported out of the laboratory. The customer did not provide any patient documentation for this event. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.